Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. During an atherectomy procedure, the physician selected a jetstream xc atherectomy catheter for use over an unspecified guidewire. The jetstream catheter was noted to have got stuck on the wire. An attempt to remove the catheter from the guidewire was unsuccessful, so the wire and the jetstream catheter were removed together. The procedure was completed with a different device. No complications were reported.